Manufacturer narrative:
The complaint investigation is pending.

Event description:
The provider reported a patient developed a dvt to the lower extremities following coolsculpting treatment to the abdomen and flanks. There is no additional information providing the patient's medical history, current medical conditions, or medications. There is no known mechanism which demonstrates that coolsculpting has any effect or impact on the deep vessels that are prone to thrombosis/blood clots. Additionally, the treated area is not in or adjacent to the area where the blood clot formed. However, with limited information and coincidental timing of events, causality cannot be ruled out. If additional information is received, a supplemental report will be sent.